Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level was over 500mg/dl. The customer's level was found to be high due to set not being connected properly. The customer had issues with their bayer meter. The customer was assisted with contacting bayer to troubleshoot their meter. The customer states they were helped and the meter appears to be working properly again. No further assistance needed at this time.